Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was stuck on loading screen when booting and could not boot normally. It was not used on patients and no injuries occurred.

Event description:
It was reported during routine inspection that the cardiosave intra-aortic balloon pump (iabp) was stuck on loading screen when booting and could not boot normally. It was not used on patients and no injuries occurred.

Manufacturer narrative:
Due to character limitation (e1) event site full address: (B)(6). Corrected fields: b5, h6 (medical device problem code), e1 (event site address). Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) inspected and found that the pim had problems and needed to be replaced. Fse forgot to take a photo of the fault log, but after replacing the pim, the machine can be used normally.